Manufacturer narrative:
The insulin pump did not alarm with a button error during testing nor was a scrolling numbers anomaly noted; however, the unit was received with intermittent button response due to corroded keypad traces. The following cosmetic damage was also found: minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads, and a cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error while executing a bolus. The patient's blood glucose at the time of incident was 122 mg/dl. The customer also stated that the numbers kept scrolling uncontrollably and that none of the buttons would respond. Troubleshooting was initiated for the button error alarm and keypad anomaly. The customer did not recall any significant events leading to the alarm and keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.